Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the pump battery compartment was found to be cracked along the side from threads to the case seal. The returned battery cap was able to secure to the pump and the pump powered on. Unrelated to the complaint, the pump display screen was found to be dim and discolored with a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging damage to the battery compartment. The reporter indicated that there was no damage to the cap and there was no noted moisture in the pump related to the issue. The reporter confirmed that there was no known power loss related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.